Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was observed in and around the helix housing and tip region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an attempted implant, this lead exhibited high pacing thresholds. As such, the lead was removed and returned for laboratory analysis. Another lead was then implanted during the same procedure in absence of adverse patient effects.